Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. It was reported the patient presented for follow-up under 3 months later with complaints of right leg claudication. An ultrasound performed revealed an occluded right external iliac artery and right femoral artery. Intervention was performed and a left to right femoral to femoral bypass was performed with good results. The patient was noted to have good pulses bilaterally. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient is fine.